Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle precision neo meter were reviewed and the dhrs showed the freestyle precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using her adc glucose meter due to a fast-draining battery. The customer experienced symptoms of dizziness, confusion, sweating, paranoia, anxiety, and subsequently lost consciousness. Customer was taken to the hospital where she was diagnosed with hypoglycemia and treated with glucose gel. There was no report of death or permanent injury associated with this event.